Manufacturer narrative:
Information was omitted from initial report submitted on (B)(6) 2018: information received indicated the patient identifier was changed from t.l. To t.n. And doe was changed from (B)(6) 2018 to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2018.